Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer&#38112;blood glucose (bg) level was 350 mg/dl and insulin pens were used to address the bg level. Since the alarms, the customer had changed the cartridge and infusion set 3 times. The customer was not receiving an occlusion alarm at the time tandem customer technical support (cts) was contacted. As the occlusion alarms had occurred in the past, cts was unable to perform a system check to determine a possible cause of the occlusions.